Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. However, the returned device indicated a grommet was loose/detached and damaged. The returned device also indicated a set screw with a rounded socket.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the procedure, there was an issue with the implantable pulse generator (ipg) setscrew not allowing for the torque wrench to click. It was noted that the lead was inserted properly into the header of the device, and a second torque wrench was attempted with the same results. The ipg was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.